Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer went to the ER and patient had a bg level exceeding 250 mg/dl. They were admitted into the ICU and began treating her for dka. She was given IV fluids and insulin. She states right now she is on two types of insulin and will continue to use this method until she does a follow up with her endo. She was still in the hospital on the date of the call. Customer stated that the adhesive was secure, there was no leaking but she did observe a bend in the cannula when the pod was removed.